Event description:
This complaint is now reportable based on the analysis completed on 1/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion, however returned product determined that there was stent damage. The 80% stenosed lesion was located in the moderately calcified distal left anterior descending artery. The lesion was predilated with a 2.5x15mm maverick balloon. The physician attempted to advance the taxus liberte' 2.5x20 drug eluting, but it failed to cross the lesion after several attempts. No further attempt was made to place any other stents. The physician did not think any other stent would cross the lesion and the physician did not want to use any additional contrast in the patient. No patient injuries or complications were reported.